Event description:
PICC line placed for tpn and lipid infusion. Echo done on pt for routine update on pt's cardiac status. PICC line discovered to have migrated. Pericardial effusion noted. Twenty-two ml milky white fluid removed from pericardium. PICC line removed.